Event description:
It was reported that at the beginning or a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The technician was able to duplicate the reported event and noted that the driveshaft bearing was damaged.